Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. The device was replaced with an nc emerge balloon catheter and the procedure was completed. No patient complications nor injuries were reported.